Event description:
The customer stated that his meter readings had been lower than usual. He performed a control test and rec'd a result of 34 mg/dl. The normal control range is 100-138 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent.